Event description:
Physician reported implant rupture. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Email - (B)(6), phone- (B)(6), postal code - (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.